Event description:
A report was received that a patient's ipg had completely depleted. The ipg was explanted.

Manufacturer narrative:
The explanted ipg was returned and analyzed. The complaint about the non-rechargeable ipg had reached the end of service life was confirmed. However, the device exhibits normal characteristics.

Event description:
A report was received that a patient's ipg had completely depleted. The ipg was explanted.